Manufacturer narrative:
(B)(4). Concomitant medical product: catalog #: 00585003020, segmental articular surface size c 20 mm, lot # 63264276. Catalog #: 00585001301, distal femoral component size c left, lot # 63112808. Catalog #: 00585205213, fluted stem extension 13 mm diameter 190 mm length, lot # 11011006. Catalog #: 00588000400, rotating hinge knee tibial component size 4, lot # 63088816. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Complaint x-ray was evaluated by a third party and a root cause was unable to be determined.. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-03633. Device remains implanted.

Event description:
It is reported that the after a knee arthroplasty, the patient is experiencing hyperextension of the implant.